Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. The vascular access site was inguinal region. The 90% stenosed lesion was located in a calcified and moderately tortuous left superficial femoral artery. On the first inflation the f/g, sterling, mr, 6.0 x 60/135 (4f) balloon catheter was inflated to ten atmospheres and ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).